Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the anterior aspect measuring less that 0.1 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round high profile 420cc saline breast implant, catalog number: 3503420, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round high profile 420cc saline breast implants which the left side deflated after implantation. Patient notice on (B)(6) 2019 left side getting flat, she called and made consultation with doctor on (B)(6) 2019, doctor performed physical examination and confirmed a left side deflation. As a result patient had the device removed and replaced with another implant catalog number: 3503420, serial number: (B)(4) on (B)(6) 2019 .